Manufacturer narrative:
(B)(4). Batch # 1608fqga11143019. The analysis results found that the el314 device was received with no apparent damage. In addition a plastic bag was received with two clips not properly closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended. The instrument was fully functional and conforming to our manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device would not close the clips tightly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.